Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "needle bent during insertion. Consequence: multiple punctures. Delay in treatment. We used satellite tuohy needles. There was no dural breach puncture observed." Additional information received on may 29, 2026, indicated that "the patient's current condition is stable. Delay in pain relief; no breach occurred thanks to the vigilance of the users. No medical intervention was necessary."